Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the aviva system (lot number 491983, expiration date 06/30/2015). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.

Event description:
Customer received results of 25.4 mmol/l and 10.4 mmol/l on the mobile system, and a result of "around" 8 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.